Event description:
It was reported by service report that the bed was stuck up, and the motion controls were inoperable. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: malfunctioning pcb board. Damage to outside jacketing of head right siderail cable.